Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was functionally / visually tested according to the service manual. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to which there was a cosmetic damage in the component. The device failed the following pre-repair diagnostic assessments: step 10: general condition: fail. During the assessment it was detected that the color of the device is fading. All the other test steps passed. Reported condition not confirmed. The most probable root cause for the found failure is normal wear. Over time, before the current issue reported, the device has not been serviced, since march 2016. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history record shows the product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.

Event description:
It was reported from japan that during an open reduction internal fixation procedure for fracture diaphysis of the left upper carpal bone, the attachment device had an abnormal noise during distal screw drilling. It was reported that the drilling was immediately interrupted and closed the said device with a gauze soaked in saline solution. It was reported that when the drilling was started, the noise occurred again. Each time this happened, the drilling was immediately stopped and the cool down was repeated. It was reported that there was a 30 minute delay in the surgical procedure. It was reported that the patient had fairly good bone quality. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown, therefore UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the device serial/lot number and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).